Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that basal insulin delivery was stopped. There was no reported adverse impact to the customer. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue; however, the customer did not respond.